Event description:
A malfunction alarm was reported. There was no adverse impact to the customer's blood glucose level. Despite efforts to reset the pump, the issue persisted, leading =technical support to arrange for a pump replacement. The customer opted to use manual daily injections as a backup therapy to ensure continued insulin delivery.